Event description:
The guidewire binds at the distal tip when the balloon is in the patient. The balloon must be repositioned repeatedly. This is happening in various lot numbers and has happened 7-8 times during endoscopic procedures.